Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in greater than 2 seconds of asystole. Boston scientific technical services (ts) reviewed the device data and stated this noise was typical of a metal-to-metal or mechanical contact noise. Additionally, some of the atrial activity was being oversensed on the rv channel. The data indicated that in a week, around 50 non-sustained ventricular tachycardia episodes were recorded. From the available electrograms (egms) they all appear to be caused by noise oversensing. The noise could not be reproduced. The patient was sent home with a remote monitoring system. The remote monitoring system indicated continued episodes of noise and oversensing. There was no inappropriate therapy provided as a result and other measurements were appropriate. Therefore, no actions will be taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the competitor rv lead was removed and replaced. No adverse patient effects were reported.